Manufacturer narrative:
Company representative evaluated the system and found that a long view power cable was not plugged into the unit's back up battery. Long view power cable was plugged it into the battery back up and the problem was resolved. Unit was tested to factory's specifications.

Event description:
Customer reported the panorama central station's server lost power during a storm, which may have affected telemetry monitoring. No pt injury was reported.